Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (300mg/dl). Customer had noticed an air gap in her tubing and a smell of insulin near the cartridge. Customer went through the fill tubing process to remove the air gap, and took a correction bolus to stabilize her blood glucose levels.